Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure the tissue pad fell off during the procedure. The fallen piece was retrieved by forceps. Changed to another one to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the device was returned with tissue pad detached but with evidence of the tissue pad material in the groove section of the clamp arm. The device was connected to a test handpiece and generator. The max and min buttons did not activate during testing. The device was disassembled to inspect the internal components and moisture was found at the hand activation domes. Due to the moisture discovered on the instrument which is evidence of possible reuse, we are unable to determine how this condition impacted the performance of the device and therefore cannot conclude root cause.